Manufacturer narrative:
This event occurred in (B)(6). Medwatch field d4. UDI number (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ckmbl creatine kinase-mb on a cobas 6000 c (501) module. The sample initially resulted with a ck-mb value of 26 u/l and this value was reported outside of the laboratory. The result was questioned, so the sample was repeated on (B)(6) 2021, resulting with a value of 20 u/l. The ck-mb reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The investigation determined that lower ckmb value measured two days later is related to ckmb being inactivated in the sample. The sample stability for ckmb is short and can easily be affected by temperature changes. Per product labeling: "stability in serum: 8 h at 20-24 °c, 8 days at 2-8 °c, 4 weeks at -20 °c. Stability in li-heparin plasma: 8 h at 20-24 °c, 5 days at 2-8 °c, 8 days at -20 °c".